Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl. Reportedly, the customer believed that the suspected cause of the elevated bg level was due to not delivering enough insulin to cover for the carbohydrates. Subsequently, the customer believed that hormones, and needing to change the site on the third day also caused the elevated bg level. To address the bg level, the customer delivered a manual injection. The contact declined to perform troubleshooting with tandem technical support and confirmed that the infusion site would be changed.